Event description:
Report received from an abbott international affiliate of a tubing separation. The tubing separated at the proximal clave leg to tubing solvent bond. This was reportedly noted upon opening the package and was not connected to a pt. Though requested, no additional info was provided.